Manufacturer narrative:
The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on assessment, the product met specifications at the time of release. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported during flap creation opaque bubble layer (obl) formed as soon as treatment was initiated. The obl started superiorly and extended into the bed partially from the hinge to temporal position. The side cut ran through the obl area. When taken to the excimer laser to lift the flap, the surgeon was not able to enter in the normal position, but was able to get in temporally around nine o¿clock. The surgeon was unable to dissect the bed and the side cut due to the heavy obl. The surgeon entered the nasal side of the flap down by the hinge and came across and tried to dissect the obl but was unsuccessful. The flap remained attached from just superior to the pupil and out inferiorly. It was decided, after counseling the patient, to abort the case and let the patient heal. The patient will likely return for photo refractive keratectomy (prk) in the future.